Event description:
It was observed, that during the device evaluation. The evis exera ii ultrasound gastrovideoscope had a foreign material on knob wire/forceps elevator wire (k-wire). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. Additionally, there was no abnormality to the device where the foreign material remained. Therefore, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.